Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that four hours after a thyroidectomy, blood was seen in the pt's drainage tube. The pt was returned to surgery where a clot was found and cleaned. The pt recovered fully and was sent home two days after surgery.